Event description:
The customer reported via phone call that the insulin pump had physical damage. Customer stated that there were cracks around the battery compartment and the reservoir. Customer's blood glucose level was between 300 to 400 mg/dl today. Customer thinks that it may be related to the cracks on the insulin pump. Customer's current blood glucose is 390 mg/dl. Customer stated that the damage was caused by wear and tear. Customer was advised to discontinue use of the device and revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.